Manufacturer narrative:
Testing of returned product (not the actual unit) indicates all units functioned properly. Could not reproduce the problem as reported by the customer unless exerting forces in excess of 60 lbs. Lot history check detected no defects of this nature. No similar complaints have been received against this lot and none remains in distribution. Actual cause of the event reported could not be determined as actual unit was not returned. Customer communication reveals excessive force may be being used which testing demostrates could result in the reported problem. Reference MFR complaint #c96-12-4-46. Please note that this report may be based upon info not yet verified by co to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by co that one of its products has caused or contributed to a death or serious injury or that one of its products has malfunctioned

Event description:
Cdu put on pt in mva (motor vehicle accident) no bubbling. The next morning the physician saw bubbling and upon further investigation it was noted the inner hard plastic connector and overlying latex tubing, where tubing enters the cdu, was located totally inside the collection chamber and the tubing was actually below the level of the drainage in the collection chamber. The leak was around the area where that tubing enters the collection chamber. No pt injury was reported.